Event description:
A nurse unit manager reported that during surgery, after the lensx procedure had been completed, the doctor noted that the anterior chamber collapsed, which caused two anterior radial tears on the capsule. The rest of procedure was performed without incident. The doctor inserted a lens in the sulcus. Add'l info has been requested for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).